Manufacturer narrative:
(B)(4). The analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a minimally invasive esophagectomy procedure, the device was used to anastomose the tubular stomach and the esophagus. The device could not be removed from the tissue after the firing. The device was finally removed by carefully removed little by little. The staples malformed with irregular shapes. But there was audible feedback during the surgery. Suture was used to complete the procedure. There were no adverse consequences for the patient reported.